Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Component code: g01003. The evaluation of complaint data for the product and likely cause alinity c total bilirubin reagent lot 57724uq06 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency for the alinity c total bilirubin was identified.

Manufacturer narrative:
Was this device service by a third party? No. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated total (B)(6) results on a newborn patient generated on the alinity c analyzer. Results provided: 11jan2021 sid (B)(6) = 424 umol/l, direct (B)(6) = 11 umol/l, another laboratory under sid (B)(6) = (B)(6) = 346 umol/l; 12jan2021 sid (B)(4) = 359 umol/l, direct (B)(6) = 7.8 umol/l, another laboratory under sid (B)(6) = (B)(4) = 254 umol/l the nurse questioned the first result so did not perform a blood transfusion. The baby was treated with a bili-light (phototherapy) due to the confirmed high (B)(6) result at the other laboratory. No impact to patient management was reported.